Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va18s1h, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during the patient's implant surgery, all impedances were measured to be greater than 40,000 ohms. The device could not be used normally. The lead was found to be broken. The lead was replaced and the surgery was complete. There was no influence on the patient.

Manufacturer narrative:
Analysis of lead (lot # va18s1h) revealed crushed conductors on the lead body. It is noted the eval code-conclusion and the eval code(s)-result have been updated. The eval code(s) method listed in h6 are now applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 924256, lot# 082229315a, product type: accessory. Product ID: 3387s-40, lot# va18s1h, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.